Manufacturer narrative:
D4: lot number: 0028670581. D4: unique identifier (UDI) #: (B)(4). Device evaluated by MFR.: the device was returned for analysis. The proximal end and wire body were visually and microscopically examined. Inspection of the device found that the wire was fractured at the distal end. The damage to the wire was inspected and was found to most closely resemble a wear fracture.

Event description:
It was reported that the burr and rotawire ruptured. A 1.50mm rotablator rotalink plus and rotawire was selected for use. During the procedure, it was noted that both rotablator burr and rotawire ruptured together. The procedure was completed with a different device. No complications were reported and the patient's status was stable.

Event description:
It was reported that the burr and rotawire ruptured. A 1.50mm rotablator rotalink plus and rotawire was selected for use. During the procedure, it was noted that both rotablator burr and rotawire ruptured together. The procedure was completed with a different device. No complications were reported and the patient's status was stable.

Event description:
It was reported that the burr and rotawire ruptured. A 1.50mm rotablator rotalink plus and rotawire was selected for use. During the procedure, it was noted that both rotablator burr and rotawire ruptured together. The procedure was completed with a different device. No complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR.: the device was returned for analysis. The proximal end and wire body were visually and microscopically examined. Inspection of the device found that the wire was fractured at the distal end. The damage to the wire was inspected and was found to most closely resemble a wear fracture.